Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2008. During the procedure, when the surgeon deployed the device and he pulled the release needle tab, the finger pad and the release needle fell off into the surgeon's hand. The same event occurred on the opposite side. The device remains implanted. There were no adverse pt consequences.

Manufacturer narrative:
Finger pad falls off - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.